Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plug from the electrical cable was broken. The broken electrical cable had to be replaced by a new one. The remote monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further internal review by the manufacturer, the event did not qualify for reporting. If information is provided in the future, a supplemental report will be issued.